Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17878. It was reported that there was lead noise on both the right atrial and right ventricular leads, with the right atrial lead over-sensing the noise. The right atrial lead sensing also had a decrease in p-wave amplitudes, and the right ventricular lead had an increase in capture threshold seen. Both leads were capped and replaced on (B)(6) 2021. The patient was in stable condition with no adverse events noted.